Event description:
It was reported that a surgical revision was performed on (B)(6) 2012. The catheter was spliced. The outcome was noted as resolved without sequelae.

Event description:
A catheter access port (cap) contrast study was attempted on 2012 (B)(6), however, the physician had trouble aspirating catheter. When the device was interrogated the next day, the results were indicated as normal, however, the patient reported of new leg spasms and unsatisfactory analgesia. No action/intervention was done and the event was noted as "ongoing". A previous refill/programming date was noted as 2012 (B)(6). Drug infused via the device was hydromorphone. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that, during the catheter revision, it was discovered that the catheter was completely occluded both proximally and distally.

Manufacturer narrative:
(B)(4). Catheter: model: 8711, lot# j10954r21, implanted: 2001 (B)(6), explanted: unk; catheter: pouch model 8590-1, lot# n291429, implanted: 2011 (B)(6), explanted: unk; catheter: pouch model 8590-1, lot# n0052685, implanted: 2005 (B)(6), explanted: unk; programmer: model: 8835, serial# (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).